Event description:
Additional information received reported the etiology was surgery/anesthesia. The event had resulted in in-patient hospitalization. The patient had required intravenous (IV) antibiotics for two days on (B)(6) 2015 which is why they were hospitalized. On (B)(6) 2015 there was an intervention to drain the wound. On (B)(6) 2015 they had attempted to close the incision. The entire system was explanted and not replaced on (B)(6) 2015. The outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0rr28, implanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0rr28, implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient whose indication for use is parkinson's dual and movement disorders had experienced surgical wound dehiscence as of (B)(6) 2015. There was a draining wound right on top of the head near the lead insertion site. An unscheduled office visit was required, the neurosurgeon placed 3 staples at the site for wound closure and the patient was administered the antibiotic keflex on (B)(6) 2015. The outcome was ongoing as of (B)(6) 2015. Reference manufacturer's report number 3004209178-2015-20562.